Event description:
It was reported that the battery voltage was at 2.57 volts, but the eri (elective replacement indicator) message was not given. The voltage upon interrogation was also different than the voltage recorded in the save-to-disk. It was further reported that there was possible premature battery depletion. The patient also reported that there was low voltage and that it was "defective." The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the battery voltage was at 2.57 v but the eri (elective replacement indicator) message was not given. The voltage upon interrogation was also different than the voltage recorded in the save-to-disk. It was further reported that there was possible premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Alert date, event date, and facility aware date corrected. Evaluation summary: preliminary analysis revealed a rtt (real time telemetry) battery reading of 2.66 volts. Further testing found the incorrect rtt battery voltage measurements were the result of high internal battery resistance.